Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test showed that there was a leak in the unexposed portion of the soft cannula which led to rust and corrosion found on the internal components of the device. The batteries were found to have insufficient voltage as a result of the leak, however, the device was successfully downloaded upon connection to an external power source. The download data did not return an alarm as a result of the corrosion. Cracks were also observed in the top and bottom housing, however, it cannot be determined when this damage occurred and if this contributed to the corrosion and rust found. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A manual insulin injection using a pen was administered and a new pod was applied to treat the hyperglycemia.